Event description:
Pt ordered contact lenses online through hubble, without a valid prescription. There was no verification sent to my office. Upon evaluation, there was diffuse keratitis and injection, essentially damage from wearing hubble contact lenses. FDA safety report ID# (B)(4).